Event description:
Surgeon reamed to 49mm and implanted 50mm hemispherical shell. Shell seemed to seat properly and trident impaction handle was firm, indicating that shell was properly seated. Surgeon then placed 32mm d liner into shell and on impaction the entire shell dislodged from acetabulum. Surgeon re-reamed with 49mm reamer and tried for a second time with the same result. Surgeon then decided to ream to 51mm and implant 52mm shell which he was able to do with no problems. No delay or medical interventions a result.

Manufacturer narrative:
Associated device: trident 10 x 3 insert 32mm ID, cat # 623-10-32d, lot # 36950501. A supplemental report will be submitted upon completion of the investigation.